Event description:
Account reported an imx total b-hcg result of 42 mlu/ml on 8-9-00 and 63 mlu/ml on 8-14-00. The account sent both samples to a reference lab and both samples were less than 2 mlu/ml. There was no injury reported.